Manufacturer narrative:
According to the customer contact, on (B)(6) 2023 during a left varicolectomy/spermatic cord denervation, hydrocele removal, spermatic cord and hydrocele exploration "lint on towels seen with a microscope by the surgeon". The towels were being used to drape the site. The fibers were reported to not be in the surgical site, however the "area was irrigated by the md", according to the customer. The customer reports, the towels were discarded. The procedure was completed and the patient was seen by pcp in february with no issues reported. There is no sample available to be returned. A root cause could not be established. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Or towel linting.